Event description:
Information was received indicating that after finishing using a smiths medical cadd cassette reservoir, the customer was drawing the remaining fluid from the bag and felt resistance through it. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Two reservoir cassettes were returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing-water was found unable to flow, confirming the reported customer complaint. The problem source however has been determined to be unknown.